Manufacturer narrative:
Correction : only one of the patient's leads were explanted and replaced. It is unknown which lead was explanted and replaced so both were reported.

Event description:
Additional information received indicates the patient¿s leads was explanted and replaced on (B)(6) 2021 resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-16620. It was reported that the patient¿s lead had migrated resulting in ineffective stimulation. The migration was confirmed through x-ray diagnostic testing. The patient may undergo surgical intervention on a later date. It is unknown which lead migrated, so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.